Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged battery not holding charge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was observed to be depleting quickly and the battery gauge was fluctuating. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.